Manufacturer narrative:
(B)(4). Information unavailable.

Event description:
It was reported that during a colon resection procedure the device misfired. The staple line was not complete. A second device was used to complete the case with no patient consequence.